Manufacturer narrative:
Product analysis identified that a motor stall occurred due to the following gear train anomalies: corrosion, wear, issues with lubrication, and shaft-bearing. Analysis printouts indicated that the patient's pump was delivering sufenta (concentration: 324.0 mcg/ml; daily dose: 190.01 mcg/day), bupivacaine (concentration: 21.8 mg/ml; daily dose: 12.785 mg/day), and clonidine (concentration: 1,620.0 mcg/ml; daily dose: 950.1 mcg/day) via flex dosing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and "other". It was reported that when the patient had their pump replaced due to longevity on (B)(6) 2016 she went to a smaller size as the prior larger pump was sticking out too much and hurt her a lot. The larger pump would poke whatever it was next to in her body whenever the patient would move, bend over, etc.; patient stated she got used to it but it was an issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation conclusion code no longer applies to this event.